Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing treatment for an unruptured, amorphous aneurysm located in the left ophthalmic artery. The max diameter was 2.19mm, and the neck diameter was 2.19mm. The patient's vessel tortuosity was moderate. The landing zone was 3.36mm distal and 3.94mm proximal. Dual antiplatelet treatment was administered. It was reported that the guidewire was placed to the middle cerebral artery. The microcatheter was withdrawn and they tried to deploy the stent. The distal was opened, but after cornering and covering the neck of the tumor, a kink was suspected. The increase and decrease processing combined with the swing, the opening was not ideal. They recovered the stent, adjusted the distal landing point, and re-deployed the stent. There was a kink in the cornering position and it could not be opened. They recovered the stent again and deployed it again. After increasing and decreasing tension operation and swing, they were unable to unwind the kinked state. A replacement device was used to complete the surgery. The pipeline had been positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. The wire/catheter had been used to try to open the device. The patient did not experience any injury or complications. Angiographic results post procedure showed slowed down blood flow. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a 5f navien catheter and a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the event had not yet been clearly determined, considering the influence of the tortuosity of the blood vessel, and at the same time not excluding the cause of the product itself.

Manufacturer narrative:
H3: analysis of the pipeline flex embolization device (lot# b356789) revealed no bends or kinks with the pipeline flex pusher. The pusher resheathing pad, sleeves, and tip coil were found in good condition. The pipeline flex braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The braid proximal and distal ends were found open, but damaged (frayed). The braid middle segment was found dented. Based on the device analysis and reported information, the customer¿s report was confirmed. Possible causes of ¿failure/incomplete to open at middle section (hourglass shape)¿ include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. It is likely the damage found with the braid (middle dented) and the placement of the braid in a vessel bend contributed to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.